Event description:
A registered nurse reports that an intraocular lens (iol) was explanted due to a scratch noticed at the first post-operative visit. In a follow-up, the surgeon reports the outcome of event for the pt as "good".

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 06/05/2008 by fax and mail. A completed questionnaire was received on 06/09/2008.